Manufacturer narrative:
Physio-control performed a review of the electronic device records and was able to verify that the reported issue did occur; however during testing, the reported issue could not be duplicated.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to duplicate the reported device issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device lost power multiple times during a patient event.  The patient was reportedly only being monitored during the event.  No additional event or patient information has been provided to physio-control.  There was no adverse outcome reported.